Event description:
A peritoneal dialysis nurse reported the patient was admitted to the hospital on (B)(6) 2014 for hypokalemia and low protein levels. The patient was discharged from the hospital (B)(6) 2014 and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.